Manufacturer narrative:
The customer¿s report of disconnection and leaking at the stopcock of an IV set was neither confirmed nor replicated. The suspect set was functioning effectively throughout testing, and no disconnections or leaks occurred at any time. The root cause could not be determined.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the smartsite infusion set disconnected and leaked at the stopcock during patient use. There was no report of patient harm.

Manufacturer narrative:
The product has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.